Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone and bupivacaine at unknown concentrations and dosages via an implantable pump for non-malignant pain. It was reported that the pump was doing a single tone alarm. It was stated that the patient missed a scheduled refill. The patient¿s refill was scheduled for (B)(6) 2017. The patient was scheduled for a refill for (B)(6) 2017. There were no symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported a pump refill occurred on (B)(6) 2017. Drug information was updated to hydromorphone [10 mg/ml] at a dose of 1.199 mg/day and bupivacaine [2.5 mg/ml] at a dose of 0.2999 mg/day.